Event description:
It was reported that this was an arteriotomy closure of both the right and left common femoral arteries using prostyle devices related to a peripheral intervention and iliac stenting interventional procedure. Reportedly, an attempt was made with a prostyle device via a 7f sheath in the calcified right common femoral artery (rcfa); however, the suture and knot came out of the access site when the knot pushed was placed on the suture. Another prostyle device was used to achieve hemostasis . Reportedly, an attempt was made with a prostyle device via an 8f sheath in the heavily calcified left common femoral artery (lcfa); however, there was no blood flow coming from the marker lumen when the device was positioned in the vessel. Manual arterial compression was applied to achieve hemostasis . There was no adverse patient sequela related to the prostyles and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.